Manufacturer narrative:
Damaged firing mechanism. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investitgation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position: ae partially fired b; cartridge condition, ae partially fired b and cartridge return batch number, abc k0131n de k. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and was instrument cycled, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
It was reported the device was used during a thoracoscopic wedge resection procedure. It was reported the surgeon positioned the ez45b on tissue and closed the white closing handle. It was reported the surgeon started to squeeze the black firing trigger, but skipped to go back to check the white closing handle. The surgeon attempted to fire the device again, but the safety lockout prevented the firing. It was reported there was no trauma to the tissue. Upon inspection of the reload it was noticed that two staples drivers fired. The device was reloaded, fired and it worked fine. There was no consequence to the pt.